Event description:
Boston scientific received information that the patient implanted with this device system was lost to follow up. A recent device check up determined that the device had declared elective replacement indicator (eri). The current battery voltage was 2.31 v, with an unknown charge time measurement. Technical services was consulted and recommended device replacement. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that this patient underwent a revision procedure and this product was explanted and replaced. The device was returned to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.